Event description:
It was reported that during a laparoscopic chole procedure, the first device was stuck on the duct and they had to pull it off. The second device was stuck on the duct and had to be pulled off the duct. The case was completed with no patient consequence, but they did not know how it was completed. There was no adverse consequence to the patient. (B) (4).

Manufacturer narrative:
Analysis found that the helix header boot broke apart at the distal end of the ring assembly and all eight distal filars were fractured at the weld to the helix shaft. Two of the fractured ends showed indications of cyclis stress motion, which means all the filars fractured from the shaft due to this motion. Partial smoothing of the two fractured filar surfaces indicates the ends continued to rub against the opposite ends welded to the shaft post fracture. The remaining six filars that broke out of their welds are likely induced by tensile overstress of the joint due to extreme reversed bending. Both parts of the lead exhibited normal electrical characteristics.